Event description:
As stated on the argon med devices complaint form: during use a piece of the cleaner dislodged in pt's vessel wall, then went through vessel into pt. Pt required surgery to remove.

Manufacturer narrative:
No complaint sample returned for eval; case summary and images were provided for review. Complaint sample was not returned to rex for review. No device retain eval performed for this lot number. A definitive root cause for this reported product failure was not able to be determined at this time. There was no complaint sample available for return to rex for investigation. A review of the device history record was performed but did not yield any abnormalities during mfg. A review of the trend analysis found that this is the first reported instance of a tip falling off a cleaner xt 65 cm device. This complaint is considered an isolated incident. Rex medical will continue to monitor all future complaints for instances of this nature.